Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the left common femoral artery. Following the deployment, the pt experienced a small hematoma. Treatment consisted of compression and a femostop and was successful. During transport the pt experienced a vagal response, which was resolved. No further complications were reported. It was reported that the prior day the pt underwent a diagnostic procedure via the right femoral artery. Following the procedure the sheath remained in place overnight. The pt developed a large hematoma, which was treated with compression.